Manufacturer narrative:
Please note that the patient's age, gender, and weight were unknown. Please note that the event date, the expiration date, and the manufacturing date were unknown. The device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. However, a tear in the balloon is typically observed when the balloon comes into contact with calcification (such as the presence of clinically significant peripheral vascular disease) and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that a mynxgrip vascular closure device's balloon leaked. The device was being used following an angioplasty procedure. There was no patient injury reported. Additional information was requested, but is unknown.